Event description:
The customer stated that a reactive alinity I havab-igg result of 1.20 s/co was generated for a patient sample (ID (B)(6)) that retested nonreactive at 0.05 s/co. The result of 1.20 s/co is suspected to be falsely reactive. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review by lot number could not be performed as the reagent lot number is unknown. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of alinity I havab igg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Standard deviation to cutoff for the negative population by week and median values (for the negative population) for reagent lots are comparable to the historical reagent assay and lot performance. In-house testing could not be performed as the reagent lot is unknown. Based on the investigation, no deficiency was identified. This report is being filed on an international product, list number 08p26, that has a similar product distributed in the us, list number 08p27.

Event description:
The customer stated that a reactive alinity I havab-igg result of 1.20 s/co was generated for a patient sample (ID (B)(6) that retested nonreactive at 0.05 s/co. The result of 1.20 s/co is suspected to be falsely reactive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.